Event description:
Additional info received stating that following the surgery to remove broken catheter the pt underwent an additional surgery because her collateral ligaments allegedly were lax.

Event description:
Following total knee surgery, catheter broke off while the nurse was removing it. Additional surgery was performed to remove catheter.